Event description:
Caller states pt reportedly received blood glucose result of hi (greater then 600 mg/dl) on the inform system and 186 mg/dl on lab value within 10 minutes. No actions taken based on device results. No adverse event reported. Requested return of suspect device and replacement was sent.